Event description:
It was reported that the patient presented via a remote transmission with signs of bradycardia. Noise reversions and high ventricular rate (hvr) episodes reflecting lead noise were observed on the right ventricular (rv) lead. A regular r-r rhythm and a cycle length greater than 60 bpm was observed. Testing revealed the rv lead noise was reproducible. The noise was reproducible in the unipolar tip sense configuration, not reproducible in unipolar ring configuration, no noise was seen in bipolar configuration, the noise signal was greater than r waves and t waves were at an upper normal threshold at 1mv. No changes were made. The rv lead was being monitored. The patient was stable.